Event description:
It was reported that a screw broke off during implant and half of the screw remained in the patient¿s skull. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown, implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Additional review determined this event is no longer reportable for serious injury but is reportable for malfunction. If information is provided in the future, a supplemental report will be issued.